Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon pinhole occurred. Vascular access was obtained via the right femoral artery. The 80% stenosed target lesion was located in the moderately calcified and moderately tortuous left superficial femoral artery. A 6f non bsc sheath was used. After a non bsc guide wire crossed the lesion, a 4.5mm x 40mm x 135cm sterling balloon catheter was advanced. When dilation was performed, it was noted that there was a contrast leak at the proximal part of the balloon. A pinhole was suspected. The device was removed intact without any resistance encountered. The procedure was completed using another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR. The sterling catheter was received inside a carrier tube (hoop) within a sterling shelf box that matched the information on the device. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. Magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, water emitted from the mid-shaft. There was a hole in mid-shaft 1.5cm from the guidewire exit notch. The mid-shaft presented scratches in the shaft material below the pinhole, which may be related to the reported ¿moderate calcification¿ in the target lesion. There was no damage to the balloon. A hole in the mid-shaft prevented balloon inflation. There was no evidence of any product quality deficiencies contributing to the reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).